Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an as50 syringe infusion pump experienced a battery issue. It was further specified that ¿the battery would fully charge but during a procedure the battery on the pump would not last, low battery alarm would sound¿. This was noted during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.